Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvéderm volbella® xc in the fine lines around the mouth. When they switched to the second needle, they "twisted it on really good and had a crack at the luer lock." They went to inject and the needle disengaged. The filler went all over the patient and the needle stuck in the patient. No injury to the patient or injector.

Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvéderm volbella® xc in the fine lines around the mouth. When they switched to the second needle, they "twisted it on really good and had a crack at the luer lock." They went to inject and the needle disengaged. The filler went all over the patient and the needle stuck in the patient. No injury to the patient or injector.

Manufacturer narrative:
Device analysis: one empty syringe of 1.0 ml. No defect observed on the syringe.